Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The t:slim x2 user guide states, "the t:slim cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulins."

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer uses apidra insulin. Reportedly, the customer changed the cartridge to resume insulin therapy. Customer's blood glucose (bg) level was less than 500 mg/dl. At the time of the report, customer's bg level was 282 mg/dl.

Manufacturer narrative:
Corrected data: device on same lot evaluated) on initial filing-removed and replaced with conclusion not yet available-evaluation in progress.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.